Event description:
On an unreported point before 2004, the pt reported that the minicap device had fallen off without manipulation. On the above date, the pt noted turbid effluent and developed increasing abdominal pain. The pt was hospitalized this same day for bacteria peritonitis. The dates of hospitalization was for 14 days. The reporter stated that the pt reported the loosened cap too late and did not go to the center in order to change minicap and for administration of prophylactic antibiotics.